Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, no delivery and motor tests. There was no motor error alarm noted. There was no motor error alarm noted. The unit had cracked case at display window corner, battery tube threats and reservoir tube lip.

Event description:
Customer's mother reported a motor error on customer's insulin pump that occurred yesterday. Customer's blood glucose was around 300 mg/dl. Customer plays football, so the device may have been exposed to sweat. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.